Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over a year after the dental implant was placed in a smoker in ada site # 4, non-osseointegration was observed. The implant had achieved primary stability. Clinician noted sinus perforation, periodontal disease, poor bone quality/quantity, bone resorption and dehiscence. A full upper denture was placed on the same day as the implant. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over a year after the dental implant was placed in a smoker in ada site # 4, non-osseointegration was observed. The implant had achieved primary stability. Clinician noted sinus perforation, periodontal disease, poor bone quality/quantity, bone resorption and dehiscence. A full upper denture was placed on the same day as the implant. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.